Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). It was reported that the patient feels shock with stimulation on. The lead was fractured/damaged/broken. Bottom contacts of the left lead are out.  Patient given program without using fractured lead. Patient states feeling a ¿shock¿ in her back when stimulation is on and using the left lead. Patient has 3 programs a and b use both left and right lead. Program c only uses right lead. Patient experiences increased baseline pain when only using the right lead program but when using the other programs that control her pain, she feels a shocking sensation in her back. The issue is ongoing. The manufacturer representative (rep) indicated they would send any further information as they become aware. Additional information was received from the manufacturer representative (rep). It was reported that bottom contacts of the left lead out regarding impedances-'do not use' impedances noted. The rep clarified there was no physical damaged noted, the 'lead fracture' was regarding the impedances seen.

Manufacturer narrative:
D10: section d information references the main component of the system and other applicable components are the leads. Product ID 977a275 serial# (B)(6) implanted: (B)(6) 2024 product type lead product ID 977a275serial# (B)(6) implanted: (B)(6) 2024 product type lead medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from a manufacturer representative (rep). The rep reported that the lead migrated. Patient had sporadic stimulation on and off as well as intermittent shocking. The patient is scheduled for removal of leads. The implantable neurostimulator (ins) will remain implanted for future use.

Manufacturer narrative:
Continuation of d10: product ID 977a275 lot# serial# (B)(6), implanted: (B)(6) 2024, product type lead, product ID 977a275 lot# serial# (B)(6), implanted: (B)(6) 2024, product type lead. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received, it was reported the issue was resolved as the entire system was removed on (B)(6) 2024.